Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients ipg was causing pain because of its position. The patient underwent an ipg repositioning procedure and was doing well postoperatively. No device malfunction was suspected.